Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump while driving and cracked the screen. The display is black and can not be read. No impact to customer's blood glucose level.